Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified precision reading issue with the adc device. The customer reported that they lost consciousness due to this issue, and had contact with a healthcare professional. The customer reported a healthcare meter reading of 250 mg/dl and was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an unspecified precision reading issue with the adc device. The customer reported that they lost consciousness due to this issue, and had contact with a healthcare professional. The customer reported a healthcare meter reading of 250 mg/dl and was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensor continues to be safe, effective, and perform as intended in the field. Stability data for the libre sensor was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the libre sensor, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader. No trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.